Event description:
Reported via patient call center. It was reported that dyspnea occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Since the procedure, the patient reports breathlessness, with increased, heavy breathing, weak lower limbs, and an active pericardium described as, "royaling, rumbling, jumping around". Four (4) days post implant the patient presented to the emergency department for evaluation of these symptoms. The patient was instructed to follow up with cardiologist. The patient is scheduled for an appointment with cardiologist in four (4) weeks. The patient further reports these symptoms pre-existed prior to the watchman implant, however, have increased post-procedure.

Manufacturer narrative:
B3: date of event - estimated as (B)(6) 2023 as it was reported the ER visit occurred 10 days prior to aware date of (B)(6) 2023.